Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and ECG electrodes and diagnosed in vfib. According to the reporter, the device was charged to 200 joules but it would not deliver a shock to the pt. The reporter stated he quickly checked the cables and pushed the shock button a second time but it would still not deliver a shock to the pt. The reporter said he cycled power but then the device would only allow him to select up to 100 joules. The device was charged to 100 joules and delivered the shock. The pt was resuscitated.